Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the bc191-05 flexitrunk infant nasal tubing was torn at the circuit connector side. It was also observed that the tube film was wrinkled, confirming the reported fault. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A distributor in china reported on behalf of a healthcare facility that a bc191-05 flexitrunk infant nasal tubing was found to be broken when taken out of the packaging. There was no patient involvement.